Manufacturer narrative:
The product was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. The investigation conducted a non-conformance review of the reported lot number. No relevant deviations were identified, all corresponding production release specifications defined in the device master record were met. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during the vitrectomy surgery, ophthalmic system displayed system message and exhibited low irrigation pressure. Surgeon loses aspiration after the system message displayed. The first instance surgeon was about to start removing vitreous and the intraocular pressure (iop) was at 18. The second time this happened surgeon was indenting at iop of 17. Surgeon turned on and off on the surgery screen on the system to get back aspiration. Surgery has been completed and patient impact was not reported.